Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple users was unable to login to es server due to software issue. A technical support specialist recommended that the customer update the passwords for cfnadmin and cfnservice. Subsequently, the specialist addressed the certificate binding for the pyxis-platform-services and website enterprise server, following the guidelines outlined in the article after configuring the pyxis-identity-server. Additionally, the user experienced difficulties logging into the healthsight viewer, which the specialist resolved by referring to the relevant article. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es vm large 2016 server w/sql". The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple users was unable to login to es server. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this event.